Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the death was not considered to be device related. The autopsy was in process.

Event description:
It was reported that the patient was found unresponsive with cardiac arrest. It was noted that the pump was off. Bedside interrogation showed no external power episodes on (B)(6) 2026, which ultimately resulted in pump stoppage. Cardiopulmonary resuscitation was performed and pump was restarted by paramedics by reconnecting the pump to charged batteries. The log file contained the reported no external power alarms which were preceded by low voltage advisories associated with battery depletion, eventually resulting in the pump being supported by the emergency backup battery (ebb) when the external batteries were depleted on all 3 occasions, and the ultimate lvad off alarm when the ebb was depleted on (B)(6) 2026. The log file indicated that the patient did not connect to power module or mobile power unit (mpu) during the history. This indicated that the patient was sleeping on battery power. Additional information was provided that the cause of the patient's condition was confirmed to be due to loss of external power leading depletion of the internal battery and to a pump stop. The patient had a hypoxic ischemic brain injury and was in the intensive care unit (ICU), intubated. Additional information was provided that the patient passed away on (B)(6) 2026 due to multiorgan failure due to end stage heart failure and anoxic brain injury. An autopsy was performed and the report would be provided. The pump was not explanted. Device parameters were within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a pump stop event due to full depletion of the batteries and backup batteries. The submitted controller event log file contained data from (B)(6) 2026. A low power advisory alarm activated at 20:12:20 on (B)(6) 2026, which progressed into a low power hazard alarm at 22:30:39 on (B)(6) 2026, then to a no external power alarm at 22:37:39 on (B)(6) 2026 once both batteries had fully depleted. The backup battery then supported the pump for approximately 2 hours. An lvad off alarm was captured at 00:43:42 on (B)(6) 2026, indicating that the backup battery had depleted and was no longer able to support pump function. The controller shutdown shortly after. The duration of the pump stop could not be determined as the controller timestamps were set to the default when powered back on. No external power alarms that appeared consistent with battery depletion were also observed on (B)(6) 2026. These events did not result in pump stop events, as the backup battery supported the pump until the system was connected to charged batteries. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a pump stop event due to full depletion of the batteries and backup batteries. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 18mar2026 through 30mar2026. A low power advisory alarm activated at 20:12:20 on (B)(6) 2026, which progressed into a low power hazard alarm at 22:30:39 on (B)(6) 2026, then to a no external power alarm at 22:37:39 on (B)(6) 2026 once both batteries had fully depleted. The backup battery then supported the pump for approximately 2 hours. An lvad off alarm was captured at 00:43:42 on (B)(6) 2026, indicating that the backup battery had depleted and was no longer able to support pump function. The controller shutdown shortly after. The duration of the pump stop could not be determined as the controller timestamps were set to the default when powered back on. No external power alarms that appeared consistent with battery depletion were also observed on (B)(6) 2026. These events did not result in pump stop events, as the backup battery supported the pump until the system was connected to charged batteries. No other notable events or alarms were captured. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, multi organ failure, and neurological events (not stroke-related). The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.